Event description:
During a turp procedure, a karl storz continuous flow pump was allegedly used. The tubing was connected incorrectly and the pt's bladder was ruptured. Pt experienced pneumoperitoneum, pneumothorax and cardiac arrest. Pt was resuscitated and laparotomy performed and bladder repaired. Pt is doing well post-op and has been discharged from the hospital.